Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No further event or patient information is available. Data was provided for investigation. The problem was confirmed. The root causes were the mobile device lost power and the patient closed the mobile app.